Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance. Upon visual inspection of the instrument the fse stated that he observed there to be micro bubbles in the wash valve. The fse removed and replaced the wash valve lower seal. After replacement of the wash valve lower seal the fse reran the samples involved. The fse stated that he generated results which were aligned with what the customer stated they had generated from the alternative access 2 immunoassay system onsite. The fse verified the access 2 immunoassay system was performing within specifications and returned it for use back to the customer. In conclusion, a hardware malfunction of the wash valve lower seal was the cause of the non-reproducible elevated access accutni+3 and access ckmb results obtained by the customer.

Event description:
The customer reported obtaining erroneous troponin (access accutni+3) and creatine kinase-muscle brain isoform (access ckmb) results for three or four patients on the laboratory's access 2 immunoassay system serial number (B)(4). Patient results were not provided therefore the number of affected patient samples could not be accurately determined. The samples were reanalyzed on an alternate access 2 immunoassay system on site and the results did not align with the initial high results. Details of the reanalysis of samples was not provided. There was no report of change to or impact to patient treatment in conjunction with this event. The patients' samples were collected in lithium (li) heparin gel separator tubes. The customer stated that samples were centrifuged for '7-8 minutes' but the centrifugation speed was not provided. There were no reports of sample integrity issues in association with this event. As a consequence of this event a beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance.